Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 9:30 am at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 628 mg/dl. Caller was informed the meter does not read above 600 mg/dl. He stated that is the result he received. Caller stated that a normal range for him for that time of day is usually around 200-300 mg/dl. Caller stated that about an hour after testing with his prodigy meter, he started to feel dizzy and lightheaded and his vision was blurry so he called ems. There were medication consumed while waiting for paramedics to arrive. Caller stated that he did eat and or drink while waiting for paramedics but declined to say what he consumed. Paramedics arrived approximately 35 minutes after testing with his prodigy meter. Paramedics tested his blood glucose and received a result of 162 mg/dl. Paramedic has also tested the caller with his prodigy meter and they received a result of 192 mg/dl. The paramedics did not transport the caller to the hospital. Caller stated that he was not given any treatment from the paramedics. Caller declined to give the meter memory. Caller was also informed his test strips were no longer any good due to them being opened for more than 90 days. No additional information was provided.

Manufacturer narrative:
The serial# of the suspected meter, (B)(4), was incorrect because there is no record regarding the one in okb's record. The investigation for the meter will be begun if valid serial# is updated by patient. No nonconformance was found and recorded in the document (B)(4) after okb reviewed device history record (dhf) of suspected strips (lot#: d211028b-1). Because suspected strips were not returned to okb, so we tested the retained strips with same batch from okb's warehouse. We used the retained meter (serial#: (B)(4)) and any valid control solutions (batch# of level low: 0ah1a03 and exp. By 2022-12-31; batch# of level high: 0ah3a17 and exp. By 2022-12-31). Re-testing results (level low: 60/63; level high: 277/266) met the acceptance criteria (level low: 30~75 ; level high: 230~340), and desiccants of the strip vial are still functional (orange color). The root cause of the complaint was unable to be verified without the suspected meter and more critical information provided by patient. Therefore, the complaint has to be closed out if no further action or information from the user.